Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had prime fill anomaly. The customer¿s blood glucose was 348 mg/dl. Customer stated that the he was stuck in rewind process. Customer states they were unable to exit the preparing to prime loop. Customer also stated that he was in hospital right now since the pump was not delivering insulin. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.